Event description:
It was reported that the impedance trends on the right ventricular (rv) coil have been fluctuating and have been high. It was also reported that the rv defib coil alerted for out of range impedances. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. High resistance/impedance and patient alert for out of tolerance subthreshold lead impedance on (B)(4)-2011. Weekly pace impedance trend data shows varying impedance for max defib= 88 to 104 ohms range between (B)(4)-2011.